Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have been dislodged and migrated laterally causing discomfort to the patient. Review of the x-rays performed confirmed the movement. This electrode is expected to be repositioned in the future. This electrode remains in service. No adverse patient effects were reported.